Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device could not be fired although the trigger was pulled. The tissue compression scale backlight was illuminated. The surgeon commented that it felt like the battery was not connected well. The device was used between the colon and the rectum. Additional resection was performed, and another device was used to complete the case. There were no adverse consequences to the patient. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 06/28/2022.

Manufacturer narrative:
(B)(4) date sent: 07/05/2022 d4: batch # 634a67 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device was received with no apparent damage. The complaint battery was received and it was found to have no issues with the assembly. The battery, however, was drained as received since the drain slide was activated during use. A test battery was used to power the device in the lab. The device did not power when the battery was snapped into place but did so after manipulation of the battery, while still in place. Upon removal of shrouds, it was observed that there was black contamination on the left bulkhead contact. That contaminant however could be scraped off, after which the battery could power the device without any issues. It is suspected that the contaminant is an overflow of conformal material that is deposited on the pcba. A test anvil with a washer was placed on the device and the device was fired into a test skin forming all the staples. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.